Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had been alerting erratic patient temperature and therapy had stopped. They were using esophageal probe. The patient temperature went from 35.4c to 34.2c in a couple of minutes. Mis discussed about placement and nurses believe probe might be too deep. They were going to verify placement. Mis discussed about flexing temperature cable to ensure cable was not going out. Nurse noted if patient temperature continues to be erratic it would stop therapy again and you would need to press start to resume. Therapy resumed. Nurse would call back if additional assistance was needed.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "sensor wire too weak." It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had been alerting erratic patient temperature and therapy had stopped. They were using esophageal probe. The patient temperature went from 35.4c to 34.2c in a couple of minutes. Mis discussed about placement and nurses believe probe might be too deep. They were going to verify placement. Mis discussed about flexing temperature cable to ensure cable was not going out. Nurse noted if patient temperature continues to be erratic it would stop therapy again and you would need to press start to resume. Therapy resumed. Nurse would call back if additional assistance was needed.